Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they needed assistance with priming the insulin pump. Customer stated they were unable to navigate to the main menu after. Troubleshooting found the reservoir was stuck inside the insulin pump. The customer stated when the tubing was removed, the reservoir remained stuck inside the insulin pump. Customer's blood glucose was 182 mg/dl. The customer will consult with their educator for assistance. The insulin pump will not be returned for analysis.